Manufacturer narrative:
Additional information: on 09/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: upon receipt the device contained cloudy gel. Yellow material was observed within the device and gel was observed on the shell surface. Upon receipt, the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 275cc mentor memorygel breast implant, catalog # 3507275bc, lot # 5635736, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female underwent a breast augmentation procedure with a 275cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. The rupture was confirmed with an MRI. As a result, the patient underwent bilateral device removal and replacement with 275cc mentor memorygel breast implants, catalog number 3507275mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(4) 2019.